Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated creatinine2 result generated on the alinity c processing module for one patient. The sample was repeated and a lower result was obtained. It was noted that the instrument was intermittently generating optics trigger sensor error. The following data was provided: sid (B)(6), initial creatinine2 result = 1193.83 mol/l, repeat result = 82.60 mol/l . There was no impact to patient management reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed multiple troubleshooting procedures and determined the peristaltic head tubing the likely cause of the issue. The fsr replaced the peristaltic head tubing which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history was reviewed and revealed no additional erratic or discrepant patient results reported for (B)(6). There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the clinical chemistry systems did not identify any trends related to the alinity system, the likely cause part, or discrepant results as described in this complaint. The device history records were reviewed, and no non-conformances or deviations were identified. A review of labeling was performed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the alinity c processing module serial number (B)(6) or the peristaltic head tubing were identified.

Event description:
The customer observed falsely elevated creatinine2 result generated on the alinity c processing module for one patient. The sample was repeated and a lower result was obtained. It was noted that the instrument was intermittently generating optics trigger sensor error. The following data was provided: sid (B)(6). Initial creatinine2 result = 1193.83 mol/l, repeat result = 82.60 mol/l there was no impact to patient management reported.